Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported event. The pump was returned in good condition and scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed evidence of the reported issue. To further investigate, the device was powered on, and alarmed ec1210 which is a corruption of the memory of the circuit board. The circuit board was replaced to resolved the reported issue.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device gave error codes 1261, 1260, and 1210 when it was powered on. Additionally, there was an issue was the rear case. It is unknown if there was patient involvement.